Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn, damaging the pulse wire solder connection inside the dn. The cause of the constant gong alarms is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged wires.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.